Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02420.

Event description:
During a transaxillary tavr case, resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. The increased push force resulted in valve frame damage. During the procedure, resistance was encountered during the attempt to advance the sapien 3 ultra valve and delivery system through the esheath. Increased push force was used, and the valve became stuck in the sheath. The sheath, valve and delivery system were removed and a new valve, delivery system and 16fr esheath were prepared and successfully used for the procedure. Post deployment of the second valve, when the delivery system was removed, the patient's blood pressure did not recover. Fluid was observed in the patient's chest. A balloon was inserted to check the subclavian, but no perforation was found. An angiogram was then performed. No leak was observed. A pericardiocentesis was performed and the blood pressure started to recover. It was speculated that a possible lv perforation occurred during the advancement attempt of the initial valve and may have been the cause of the trouble encountered while advancing the devices past the ostium. At the time of the report, the patient was in stable condition. The second valve remains implanted in the patient. Pre-decontamination evaluation of the returned devices indicated a bent valve strut.

Manufacturer narrative:
The sapien 3 ultra valve was returned to edwards for evaluation. Visual inspection of the valve revealed the crimped valve was exposed through the sheath liner. Three (3) struts were bent outward at the inflow. All of the struts were exposed through the skirt, which is normal after crimping and use. Post expansion of the valve, the bent struts were corrected. The frame was distorted/canted. All of the struts were exposed through the skirt, which is normal after crimping and use. The leaflets were wrinkled and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. Scratches were also observed along the distal end of the sheath, which indicated calcified access vessels. Review of the provided case imagery revealed the valve appeared to be stuck within the sheath. The sheath shaft also appeared to be damaged, likely due to the valve strut puncture through the sheath shaft and the excessive force applied. No functional testing or dimensional analysis was able to be performed due to device return condition (frame distorted/canted). Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during the procedure, resistance was encountered during the attempt to advance the sapien 3 ultra valve and delivery system through the esheath. Increased push force was used, and the valve became stuck in the sheath' and 'pre-decontamination evaluation of the returned devices indicated valve frame damage - bent strut'. Additionally, scratches were seen on distal of sheath, which indicated calcified access vessels. The presence of calcification can create a challenging pathway during the delivery system (with crimped valve) advanced through sheath, and it leads to high resistance and high push force. So, if excessive manipulation is applied to overcome the resistance, and resulted in a bent strut at the inflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 utlra (s3u) valve, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definite root cause could not be determined, available information suggested that patient factors (calcification), in addition to procedural factors (excessive device manipulation) may have contributed to the bent frame strut. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.